Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, h.2, and h.6: investigation conclusion have been updated. Additions were made to h.6: type of investigation. A correction was made to h.6: investigation findings. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for stenosis was unable to be confirmed due to unavailability of relevant imagery or medical report. It is possible that patient or procedural factors identified in the technical summary contributed to the complaint event. However, due to insufficient information, a definitive root cause cannot be determined. According to the technical summary, extensive investigations have shown that stenosis or increased gradient events for the sapien 3, sapien 3 ultra, and sapien 3 ultra resilia valves post-implantation are not associated with device malfunctions or manufacturing nonconformances. Historically, these events have been due to patient factors (such as atherosclerosis, thrombosis, endocarditis, rheumatic fever, and pannus formation) and procedural factors (such as under-deployed valves, valve size selection, and patient-prosthesis mismatch). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, post transfemoral tavr procedure with a 29 mm sapien 3 valve, the valve is failing due to stenosis. The valve was replaced with a 29 mm sapien 3 ultra resilia valve. No patient complications were reported.